Event description:
The customer reported that the system displayed a communication failure error message.

Manufacturer narrative:
This MDR is related to ge healthcare. The error logs indicate a ffb, gib and service disconnect from workstation. The ge service rep was unable to adjust the voltages in the c-arm due to inability to remove stripped screws on lower cover assembly steering coupler. The rep drilled out the stripped screws the on c-arm steering coupler and installed new coupler and screws. He readjusted the voltage in c-arm display housing from 4.90v to 5.05v. He disconnected the ir remote receiver in workstation, which could be receiving interference from extremely bright fluorescent lights overhead in room. The rep made a backup of the configuration file to workstation diskette then flashed the nodes and reloaded the cal files. The system operates as intended.